Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Effective stimulation was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated rf ablation procedure, following which the ipg would no longer connect with external devices. The ipg was not placed in surgery mode prior to the procedure. Multiple troubleshooting attempts were unsuccessful in establishing a connection. Further evaluation is planned to address the issue.

Event description:
Follow-up identified further troubleshooting was performed on (B)(6) 2018. The ipg was confirmed to be inoperable. Surgical intervention is planned to address the issue.